Event description:
It was reported that resident rolled over in bed, became entrapped and cut off airway, which caused the asphyxiation. (Bed mfg by sunrise. Side rails on bed has unk MFR. Mattress on bed made by a 3rd vendor unk also).